Manufacturer narrative:
Product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted but then explanted and replaced with different lead on the same day. Additional information was received indicating lead slack was accounted for on initial implant but post op upright xray confirmed extremely taut lead. Physician elected to regain, a separate, higher venous access to implant a new lead. Evidence suggests that generator movement contributed to this event. No product experience on explanted initial lead. There were no additional adverse patient effects.